Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range (oor) pacing impedances, measuring greater than 2000 ohms, and high oor shock impedances, measuring greater than 200 ohms. In addition, the patient received an inappropriate shock due to oversensing. Subsequently, a revision procedure was performed. The rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.